Event description:
It was reported that the pacemaker alerted due to right ventricular (rv) threshold test suspension; the threshold was greater than 3.0 v. The pacemaker rv output was programmed to auto, 5.0 v at 0.4 ms. It was also noted that the rv pace impedance was trending upward. The measurement was 369 ohms in mid (B)(6) 2023 and currently was 720 ohms. Technical services recommended further review of the device system. The rv lead remains in service and no adverse patient effects were reported. Additional information received indicated that during scheduled review of the pacemaker system the presenting electrogram demonstrated rv loss of capture. The rv output was at auto 5 v and had not been successfully measured since on (B)(6) 2023 due to low evoked response. The rv impedance was currently 1,542 ohms. Technical services recommended urgent review of the rv lead. No adverse patient effects were reported.